Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that even though they switched programs, they can't feel the stimulation. Patient current group was b intensity 4.6 and settings cause the patient back pain. Patient switched to group a intensity 1.6 then they can increase to 3.8 for them not to feel the back pain, but they can't feel the stimulation at all. Patient reported implant was charged for approximately eight hours and remained at 100%. Patient stated controller and ins were both at 100% charge and therapy was on. Agent reviewed information. Agent redirected the patient to their doctor (hcp) and medtronic rep for further assistance. Patient stated they will contact their rep directly.